Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
The patient was hospitalized, in an outlying hospital, with a 2 week history of increased spasticity. No work-up was done on the pump. At the primary hospital, the pump was interrogated and it was found to be at eos (end of service); the pump had reached normal battery depletion. The patient status was reported as ¿alive-with injury¿. It was later reported that the pump was replaced. The device system was delivering lioresal. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.